Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient details was not appearing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not appearing. A technical support specialist (tss) addressed the issue where the customer was unable to locate a specific patient on a single device. It was identified that the patient had not been discharged, and the tss provided instructions on how to transfer the patient to the appropriate area. However, by the time follow-up occurred, the user confirmed that the patient had already been discharged. The customer was advised to reach out again if the issue reoccurs. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient details was not appearing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.